Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a whole box of infusion sets that had bent cannulas. The customer had experienced multiple high blood glucose. Their blood glucose level at the start was 456 mg/dl. They also had high blood glucose levels of 466 mg/dl and 500 mg/dl. The customer's current blood glucose level was 280 mg/dl. They treated their high blood glucose by changing the set, bolusing, and taking manual injections. The customer had symptoms of rapid heartbeat, pasty mouth, extreme headache, and being extremely tired. They declined troubleshooting on the insulin pump. The device will not be returned for analysis.